Event description:
An ipp device was implanted on 6/12/91. A revision surgery was performed on 5/14/97 due to spontaneous inflation and fluid loss. It is uncertain which, if any components were revised. Ams has requested addl info.